Event description:
It was reported that the pulse generator could not be interrogated. Battery data in 2009, was 2.73 v, 20 ua and 2.2 kohms with an estimated remaining longevity of 1.1 years to elective replacement indicator. Th e magnet rate three months later, was 88 pulses per minute. The device would be replaced, as telemetry could not be established.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.